Event description:
As reported by the field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient was presented with a failed valve due to early calcification. The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve. Per fcs, the patient experiencing shortness of breath. There was no regurgitation. There was leaflet mobility, thv leaflet calcification, no thrombus and not vegetation. The patient was discharged home.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Corrections to h6 codes; type of investigation, investigation findings, and investigation conclusion. The complaint was unable to confirm due to unavailability of medical records and/or applicable imagery. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary written by ew documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As noted, patient had history of hyperlipidemia and diabetes mellitus. It is well known that patients with hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Diabetes mellitus could also be a risk factor for leaflet calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd). As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the reported event; however a definitive root cause was unable to be determined. Technical summary is applicable to this complaint because valve calcification was contributed by patient factors. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.